Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. D2. Product code changed to qhj. H6. Investigation findings changed to 3221 h6. Investigation conclusions changed to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On september 25th 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made.